Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the jagwire precursor split. The wire was delivered into the biliary position during the ercp procedure. At that time, the physician found that the wire coating had split and removed the device. None of the wire coating detached in the patient. The procedure was successfully completed with another of the same device. There were no patient complications and the patient was reported to be stable.